Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 506 mg/dl at the time of the incident. The customer's blood glucose was 117 mg/dl at the time of call. The customer stated that they had flu and was treating with the insulin pump and manual injections. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting and did not found air bubbles, leaks, site issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.